Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-03720. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "lumps underneath breast and noted is smaller". Later patient reported "rupture, fluid, and replacement due to the patient¿s concern with the product" and "doctor informed may have alcl." Pathological markers confirming alcl have not been received. Later healthcare professional reported "capsular contracture". Later healthcare professional reported "implant rupture and capsular contracture". Later healthcare professional reported "the patient was never diagnosed with alcl". This record is for the right side. The device remains implanted.